Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered 5 bursts of anti-tachycardia pacing (atp) as well as 6 shocks, resulting in therapy exhaustion for this event. A review of the data appeared to show that the shocks were a result of atrial fibrillation (af) with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered 5 bursts of anti-tachycardia pacing (atp) as well as 6 shocks, resulting in therapy exhaustion for this event. A review of the data appeared to show that the shocks were a result of atrial fibrillation (af) with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported. This device was subsequently explanted due to normal battery depletion and returned for analysis.